Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl with nausea and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient stated that their basals were set incorrectly by them self, because of this their bg was affected. The patient requested assistance with adjusting basals to the correct settings. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in incorrectly setting basal rates.